Event description:
It was reported that the pt suddenly did not hear anything with her ci. After some time, hearing sensation came back, but disappeared again. The external parts were checked. Testing shows that the device has malfunctioned. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.